Event description:
It was reported that the autopulse resuscitation system powered off by itself on a previous code. Customer indicated that no additional details could be provided. No adverse patient sequelae was reported. Date of event was not provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and confirmed no damages. Functional testing was performed by running the platform for 20 minutes with a test manikin, followed by 10 additional minutes with a large resuscitation test fixture with no faults found. A review of the archive was also performed, and no incidents were noted where the platform powered off during use. The archive showed that on (B)(6) 2013, the board ran for 30 minutes during compressions with one battery (s/n (B)(4)) and no problems were encountered. Based on the results of the investigation, the reported complaint of the autopulse platform powering off during use could not be confirmed.